Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at abdomen site and infusion set was used for one day. Blood glucose level was high at the time of the event.

Manufacturer narrative:
E1: patient city -(B)(6). Patient country- colombia based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380